Manufacturer narrative:
(B)(4). Concomitant medical products- medical device -28mm m2a mod head +3mm nk # item 11-163663 lot 988080, m2a-t m/h rad sld/apx shl 62mm # item 15-104062 lot 831970, bi-metric porous fmrl 11x135mm # item 162312 lot 167040. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00306. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Mw5081860

Event description:
It was reported that the patient was revised approximately eight years post initial surgery due to hip pain, blood toxicity and trunnionosis due to metal fragments. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed yet review of x-rays demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Acetabular inclination angle on the neutral ap film measures 60° (normal is 30-50°). Symmetric position of the femoral head within the acetabular cup. Slight varus positioning of the femoral stem within the femur. No significant radiolucency is seen. Signs of malposition were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately eighteen years post initial surgery due to hip pain, blood toxicity and trunnionosis due to metal fragments. Attempts have been made and additional information on the reported event is unavailable.